Event description:
Complainant alleged that while attempting to treat a patient, the device advised to shock an asystole rhythm. Complainant reported that upon arrival, the medics found the patient on a couch pulseless and breathless. Patient was moved to the floor and CPR initiated while defib was being attached with multi-function electrodes. The patient was analyzed three times and the device returned "shock advised" determinations for what appeared to be an asystole heart-rhythm. Shocks were administered to the patient each time however, there was no physcial movement in the patient upon administering the shocks. Medics further assessed patient and the rhythm on the monitor was showing asystole. The patient was stiff, cool and had indications of pooling in their back. The patient's pupils were fixed and dilated. The medics attempted to intubate the patient but the jaw was locked. The patient was disconnected from this device and a second device was then attached and an asystole heart-rhythm was still observed. The patient was analyzed the patient and additional three times and each time a "no shock advised" determination was returned for each analysis. Complainant indicated that the patient was later pronounced.